Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely to the clinic on (B)(6) 2019. Upon review of the transmission, it was noted that the right ventricular lead exhibited low lead impedance. The lead impedance was shown to be stable and normal up to the prior week. It was recommended for the clinic to continue to monitor the lead for any further changes. There were no reported consequences to the patient.